Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention for low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone15.3. Cgm sensor type: g6.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient reports not using the provide charging cord for their controller. The patients blood glucose level had decreased to 40 mg/dl. The customer reports while in a plane the pilot had gone to the terminal to get the paramedics. The patient reports the paramedics provided them with a beverage as well as chocolate to increase their blood glucose levels.